Event description:
A malfunction was reported on a customer's pump, with no notable events occurring prior to the issue. There was no reported impact on the customer¿s blood glucose level. The customer's pump is out of warranty, and they reverted to an alternate method of insulin therapy.